Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that an audible alarm occurred. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequence to the pt as a result of this event.